Manufacturer narrative:
The exact cause of this phenomenon was not identified since the subject device was not returned to omsc (olympus medical systems corp.) For evaluation as the device was disposed of. Omsc investigated a photographic image of the handpiece and found that the probe broken at the proximal end of the grasping section. The manufacturing history was reviewed, with no irregularities noted. This type of the prove breakage is most likely related to the operator's technique. Based on the past similar cases with the same model, it is known that the probe damage error and the probe breakage occur since the user outputs the device contacting with something hard or the probe and the jaw come into contact, caused by wearing of tissue pad . The instruction manual of thunderbeat mentions warning and caution for possible mishandling mentioned above.

Event description:
During operation of hemicolectomy, the tb-0535fc was used on (B)(6) 2015. After 2 hours from the beginning of the procedure, the error occurred. After taking the handpiece out from the patient's body, the probe tip was broken outside of the body when the scrub nurse was cleaning the handpiece and checked condition of it. The procedure was completed with a different device. There was no patient harm reported.